Event description:
The customer stated that he tested his blood glucose and received a reading of 30 mg/dl using his breeze2 meter. He retested using another meter and received a reading of 128 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have control solution, so further troubleshooting was not possible. No product will be returned at this time.